Event description:
Clinic notes dated (B)(6) 2015 note that the patient's mom reported that the patient has had many breakthrough seizures since the last visit. It was noted that the device settings were increased at the last visit. The device output current was lowered to 2ma on (B)(6) 2015. It is unknown whether or not the seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.